Manufacturer narrative:
This lead was surgically abandoned; therefore we will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that during a recent procedure, this right ventricular (rv) lead was noted as having been surgically abandoned in an earlier procedure. The reason the lead was removed from service was not reported to our company. No adverse patient effects were reported.